Event description:
The nira pro is FDA cleared and is a hand-held, laser device that is supposed to stimulate collagen and give a more youthful appearance. I used it once a day, conservatively and symmetrically, and saw no change after 3 months until I woke up on (B)(6) 2024 with bumps and bulges and dark, bruised-looking areas. My face was sore and looked distorted. I saw my dermatologist on an emergency basis and he prescribed doxycycline and the topical cream opzelura. Today is the 21st day and my face has improved but has a way to go. I think the nira pro is dangerous and should not be sold to the public. This nira pro is advertised on-line. The niraskin.com website and device insert do not give any instructions other than saying you can use it twice a day or more, just not twice in one hour. How can they sell such a dangerous device that damages the face with no helpful guidelines or instructions?